Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege on our about (B)(6), 2010, patient began to suffer severe hip, thigh and groin pain, audible popping while walking, severe pain while walking; severe pain while sitting; great discomfort and distress in performing her day to day activities; incurred and may continue to incur in the future, and reasonable medical and other expenses for necessary medical treatment; and, missed time from work resulting in lost wages.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
(B)(4).

Event description:
Der received. In addition to what were previously alleged, der states that the patient was revised to address pain. Asr cup removed and replaced with pinnacle gription sector. Srom stem removed for exposure to acetabulum and replaced with new. Corrected patient's initial and added dor and patient's age. Doi: (B)(6) 2006; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product if information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.